Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the exposed portion of the soft cannula from which fluid was observed leaking out from. The exact timing and cause of the observed cannula tear could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports the pod was leaking during wear.